Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the corroded lg-lens was moisture that invaded the device from the leaking area, product of the corrosion was detected as stain. Minute gap was created in the lg-lens or its glue by physical stress on the distal end. Through the gap, stain or humidity got inside the lg-lens. K-wire cut could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the forceps elevator wire of the evis lucera duodenovideoscope was cut off. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device and there were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: inside of the light guide lens was dirty, the forceps elevator wire was completely cut off and some of the wires were raised, the angulation in the up direction was out of standards due to the worn angle-wire, the bending section cover rubber adhesive had fallen off, the connecting tube was corrugated, the suction cover was dirty, switch 3 was broken, the control unit was corroded, the protector of scope connector part of universal cord was broken, the scope connector and electrical connector were corroded, the scope connector was hot due to the cut off scope identification cable, the gap on the up/down knob was out of standards due to the worn angle-wire, waterproof failure due to the pinhole at connecting tube, there was a black scratch on the image due to the broken charged coupled device unit, the forceps did not move due to the cut off knob wire, the charged coupled device lens was broken, the light guide lens was broken, and the image had white dots. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.